Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as itchy, red and turning green from the metal. The patient stated they do have a history of sensitive skin and /or allergies. There was no alleged device malfunction contributing to the irritation. The patient¿s physician ended use due to the nickel allergy. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.